Event description:
A pt called regarding their meter allegedly not starting a test. The pt applies blood to the test strip, the meter dose not register the blood and only flashes the blood drop. Pt did not report any symptoms. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and the meter did no start. The meter was replaced due to the unresolved issue.